Event description:
It was reported that during an unknown procedure, the device ripped. Used a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.